Event description:
It was reported that the patient was presented at the hospital for a scheduled procedure. During procedure, the right atrial (ra) lead was unable to sense. The physician elected to remove and replace the ra lead on (B)(6) 2024. The patient was in a stable condition.

Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Electrical testing found no conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.